Event description:
A user facility ((B)(6)) was performing an unknown oral surgery procedure on a pt using a piezosurgery / dental device. The pt then complained of a slight burn to this soft tissue (lip). Compatibly, with improper use of the device contrary to the manufacturer's clearly defined guidelines, there is a possibility of damage to soft tissue. From what the user facility has informed us, the injury was minor and did not cause for any additional treatment nor hospitalization. We are assuming the wound healed on its own. We have made several attempts to get more information from the user facility; however, they are not cooperating. They continue to not return our calls/emails. Therefore, at this time, we do not have sufficient information to determine with certainty whether the pt's hardship was caused by the piezosurgery / dental device or by physician error.